Manufacturer narrative:
The event of lead explant and replacement due to lead migration was reported to abbott. No implanted devices were returned for evaluation.

Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14103. It was reported that the patients leads and migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Surgical intervention addressed the issue.